Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose levels ranged from 300 (mg/dl) to 400 (mg/dl). Reportedly, the customer primed the tubing to resolve the issue. Multiple attempts were made by tandem diabetes specialties to educate the customer regarding air bubbles; however, customer did not respond.